Event description:
It was reported that 3 pen ndl 32g 4mm pro 14 bag 700 case jpx were unable to deliver medication during use. The following was reported by the initial reporter: "this is an urgent complaint about leakage from the needle pe. The customer reported as follows: upon venipuncture, insulin was not released from the needle pe. After removing the pen needle, insulin leaked from the needle pe."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/24/2021 h.6. Investigation: one open 32g x 4mm pen needle sample and four photos were returned from an unknown lot. No., cat. No. 320559. Visual examination of the returned sample and photos was carried out and it was observed that the tip of the cannula at the patient end was damaged. A clog test as per tp700483 was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 pen ndl 32g 4mm pro 14 bag 700 case jpx were unable to deliver medication during use. The following was reported by the initial reporter: "this is an urgent complaint about leakage from the needle pe. The customer reported as follows: upon venipuncture, insulin was not released from the needle pe. After removing the pen needle, insulin leaked from the needle pe."